Event description:
Reporter indicated that patient's device seemed to be cycling more frequently than what it is programmed to. The patient believed that the device was programmed to an off time of 5 minutes, but that it was cycling randomly and more frequently than that. Patient reported that the pt experienced some discomfort and hoarseness after the implant surgery that has since completely resolved. Patient does not experience hoarseness during stimulation. Patient reported that the pt woke up at approximately 1:00am because the pt felt the device stimulating more frequently than the pt was used to. The pt tried to stop stimulation by placing the pt's magnet over the device, but the stimulation would not stop. The device is implanted subcutaneously as recommended in device labeling and the magnet works properly to activate stimulation. The pain was described as being 4 or 5 inches below the adam's apple in the pt's neck, directly in the center of the neck. It was reported that there was no discomfort, pain or discoloration at the generator site or at the electrode site. The patient stated that the pt is prone to infection because the pt has had the spleen removed. The patient stated that the pt was not near anything that might cause electro-magnetic interference. The pt has moved and has not found self a new neurologist yet. Pt's previous physician reported that the pt was last seen in their office in 11/01 at which time a parameter adjustment was made. The pt has not contacted their office since then.